Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: (B)(4). (B)(4) - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: "please clarify, did the suture break before or during the procedure?during. When the suture intended to be used, the suture broke. Lot number? No further information is available. Device return status? We regularly contact with sales rep about the device returning. No further information will be provided."

Event description:
It was reported that a patient underwent an orthopedic procedure (B)(6) 2022 and suture was used. During the procedure, when the surgeon was about to use the product, the suture broke easily. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/15/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: one empty labeled winding former and a needle-suture of product were returned for evaluation. Visual inspection was conducted on the returned device. Upon visual inspection of the sample received, the strand was observed with body fluids and had begun with degradation process caused by exposure to environment. In addition the foil was not returned for evaluation. The product contains an absorbable suture. As the sample was received open, the time of exposed to the environment could not be determined and functional test could not be performed. The manufacturing records couldn't be reviewed as the batch/lot number is unknown. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.